Manufacturer narrative:
Additional information: d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing; including pressure and clear passage under water testing, a leak was observed in the gland of the first y-site clearlink. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to machine handling of the component during assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non dehp solution set leaked. The event was further described as the leak occurred ¿while priming, before any patient connection, and before being hooked up to the sigma pump¿. The device ¿had a valve leak and to try to stop it they put the¿ non-baxter cap on; however, ¿it continued to leak¿. There was no patient involvement. No additional information is available.